Event description:
It was reported that there was an issue with gd670 - microspeed uni control unit w/cool.unit. According to the complaint description, the power drill stopped and was stuck, with error message "e6" noted. This occurred during a craniotomy procedure. An additional medical intervention was required. Other craniotomy methods were used to complete the operation. There was an unspecified surgical delay. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Explanation and rationale: according to our database, the gd670 with serial number (B)(4) was distributed to china in january 2019. No repair/maintenance was registered since that date. Therefore, wear and tear/lack of maintenance cannot be fully excluded. Conclusion and measures /preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA was not required.